Event description:
It was reported the pt had ectopic bone growth after tlif with infuse bone graft. A revission surgery was performed. The co. Is still investigating. It is unknown if the infuse bone graft contributed to the reported event.

Event description:
It was reported that approx 19 months after minimally invasive tlif at l3-l4 with competitor's cage and infuse bone graft supplemented with posterior fixation, pt developed leg pain. A myele and CT taken approx 24 months post op showed bone in the foramina. A reoperation was performed approx 26 months post op to remove the ectopic bone and posterior fixation. A solid fusion was noted. The ectopic bone was noted to be a "sheet-like extension of bone extending from the interbody area to pedicle at site of facetectomy." The pt is o.k. It is unk if the infuse bone graft contributed to the reported event, but we are filling this MDR out of an abundance of caution.